Event description:
Reportable based upon analysis completed (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. Access was obtained via the brachial artery. The concentric and significantly bent target lesion was located in the severely tortuous and non calcified left anterior descending artery (lad). After predilating the lesion with an unspecified balloon, the physician encountered resistance advancing the 3.00 x 28mm promus element mr stent delivery system (sds) to the lesion and the device failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, retuned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: visual and microscopic examination identified distal stent damage. The distal stent struts of the stent were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and /or withdrawal. The outer diameter (od) of the damage found on the stent struts rows measured approximately 1.24mm. The od of the stent area where no damage was present was measured at approximately 1.05mm. It is noted that the damage could not have been present on the stent or device leaving the manufacturing site, as all crimped stents are 100% visually inspected for the presence of damage on each stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).